Manufacturer narrative:
Reader (B)(4) was returned and investigated with retained strips. Visually inspected the reader and no issues were observed. Observed reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected the reader to approved software and was unable to recognize the reader. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu as well as observed battery to be charging, indicating poor soldering of the cpu which can cause the battery not to charge. An extended investigation has also been performed on the returned reader. The reader passed all self test once pressure is applied to cpu. However, once pressure is released, the readers powers off. Therefore, this issue is confirmed due to poor soldering of the cpu. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced a seizure, a loss of consciousness and was unable to self-treat. The customer received third-party intervention who provided maple syrup for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.